Manufacturer narrative:
The device involved was not returned for evaluation. A video was provided showing the catheter being flushed what appears to be a leak coming from under the detachable hub. The video did not show the actual location of the leak. While the video confirms there is a leak, it is insufficient to determine the cause. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a leak test performed as a last step in the process. The purpose of this test is to identify potential damage such as holes, ruptures, tears, leaks, holes, or weak spots if it had existed at the time of manufacture. All samples tested during quality inspection passed. Without an evaluation of the device, we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Jugular catheter that presents air entry into the dialysis circuit during the first post-implantation session. A replacement is performed and when checking the removed catheter a port is observed.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.